Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced an increased charging of the ipg. The patient underwent an ipg replacement procedure.